Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had trouble with the button. The customer¿s blood glucose level was unknown. The down button on insulin pump only works about 20 percent of the time. Customer had tried taking the battery out and reinserting it but it only works some times. The insulin pump will not be returned for analysis.